Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The defect reported has been verified and repaired. This pump is (B)(4) years old and has possibly seen heavy use in the field. The root cause for this failure can be attributed to a damaged connector. The following repair activities were conducted: damaged connector replaced, cover irreparable: replaced, mechanical upgrade performed, pneumatic circuit checked, unit calibrated newly, functional test acc. To test procedure completed, functional test performed, hipot test completed, electrical safety test acc. To iec (B)(4) completed, safety test checklist enclosed. Details can be found in the attached report. Further, a review into the depuy mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during pre-surgery, it was observed that the fms duo plus pump & shaver combo had no function and intermittent failure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.